Event description:
Pt had hx of dysphagia d/t esophageal strictures. He had several dilatations in the past. Esophageal stent placement in 2008. Pt was brought back to gmc on three months later, to have stent removed but was unable to under endoscopy. It was noted to be embedded to the esophagus. Stent removed under general anesthesia on the following month. The procedure was difficult and eventually the stent was removed piecemeal by using the forceps to break apart the stent and removing them gradually. During the course of the procedure, there was some mild bleeding. It appeared to be completely removed during fluoro. Barium was also injected and no obvious extravasation was noted.